Manufacturer narrative:
Updated information: d6b explant date added. H6 investigation type updated to b18. Additional information provided states the device was discarded.

Event description:
A 70-year-old female underwent placement of an impella cp via percutaneous right femoral arterial access on (B)(6) 2026 at 10:37 am for hemodynamic support in the setting of acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c. Following transfer to the intensive care unit while the patient remained on support, bleeding was observed at the femoral access site around the sheath, resulting in an access site hematoma. The patient was receiving anticoagulant therapy, including aggrastat; however, anticoagulation monitoring parameters, underlying conditions contributing to bleeding, and estimated blood loss were unknown. Patient movement during support was noted as a contributing factor. Hemostasis was achieved with manual pressure. This complaint documents an access site hematoma associated with femoral impella cp support, attributed to procedural and patient-related factors, with no evidence of device malfunction or failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated MDR narrative: a 70-year-old female underwent placement of an impella cp via percutaneous right femoral arterial access on (B)(6) 2026 at 10:37 am for hemodynamic support in the setting of acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c. Following transfer to the intensive care unit while the patient remained on support, bleeding was observed at the femoral access site around the sheath, resulting in an access site hematoma. The patient was receiving anticoagulant therapy, including aggrastat; however, anticoagulation monitoring parameters, underlying conditions contributing to bleeding, and estimated blood loss were unknown. Patient movement during support was noted as a contributing factor. Hemostasis was achieved with manual pressure. This complaint documents an access site hematoma associated with femoral impella cp support, attributed to procedural and patient-related factors, with no evidence of device malfunction or failure. Additional information received on 29apr2026 clotting observed post CT scan through aorta from valve to peripherals. Concerns of not being fully anti coagulated. Decision was made to remove impella. Thrombosis is a known risk per IFU because of our anticoagulation and purge requirements.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D4 serial number updated. H6 clinical code added e050304. H6 impact code changed to f1903.

Manufacturer narrative:
Explant date was provided d6b was updated.